Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : implanted.

Event description:
It was reported there will be a revision surgery to revise the implants.

Manufacturer narrative:
Based on the investigation and surgeon feedback, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue related to the tmj devices. The implants have served their purpose well, yet the patient has grown some and will need new mandibular implants to account for that. This is typical and expected with this younger patient group.

Event description:
It was reported there will be a revision surgery to revise the implants.